Event description:
It was reported that there was particulate matter in the balloon of a small volume intermate. This was noted during filling. There was no patient involvement. No additional information is available. This is report 6 of 11.

Manufacturer narrative:
(B)(4). This lot was manufactured february 14, 2014 ¿ february 18, 2014. Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. Visual inspection identified white particles between 0.04 to 3.50 mm in size floating in the fluid in the bladder. Fourier transform infrared spectroscopy found the particulate matter to be acrylic material. The cause of the problem is unknown. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.